Manufacturer narrative:
Retainer ring=clear. P-cap locked in place properly during testing. Unit was successfully download using (thus software). Unit passed displacement test and self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in pump history (variableinfo = 3) on 06/08/2021, 07/06/2021, 07/07/2021, 07/11/2021 and on 07/17/2021, due to broken trace at pin #1 on u1 keypad assembly. Unit was cut open and perform a visual inspection on electronic assembly and motor assembly. No moisture damage or components damage noted during visual inspection. Unit received with cracked battery tube threads and cracked corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.